Event description:
The pt was admitted to the neurology service on (B) (6) 2006, for recurrent grand mal seizures totaling 10 in one day. She was loaded with dilantin and deep brain stimulators and interrogated and adjusted while on neurologic service. She was back to her baseline of two to three simple and partial complex seizures a day. While on the neurology floor, the pt was noted to be depressed and paranoid, so a psychiatric consult was placed. It was noted that the pt had not taken her psychiatric medication in "a while" (lexapro and geodon). When asked about mood, she stated she was down, not interacting with people, decreased energy. Sleep and appetite were good; however, she stated she felt people at her apartment complex were after her and stealing things from her. This was a long standing delusion (per family member present at the interview), the pt had lived in numerous apartments. At previous apartment, surveillance cameras and the delusion was proven. She denied auditory or visual hallucinations. She denied suicidal or homicidal ideations ever. No crying spells. No manic symptoms. The pt was admitted for observation, safety and monitoring. Treatment was continued (keppra; lamictal; lexapro; geodon increased; ativan for seizures). During the stay in the unit, pt improved and was discharged before completely being at her baseline under the care of her parents. (See also MFR report # 3004209178201003346, pt has bilateral stimulator systems).

Manufacturer narrative:
(B) (4). For paranoia and psychosis. This report is being sent following an internal audit.